Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: model: 693565, right ventricular (rv) lead; implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient presented with fever and drainage at the implant site of their implantable cardioverter defibrillator (ICD). The patient was prescribed clindamycin and watched. The patient did not improve and was admitted to the hospital with septicemia. The ICD, right ventricular (rv) lead and right atrial (ra) lead were extracted. No further patient complications have been reported as a result of this event.